Event description:
It was reported when using the bd vacutainer® one use holder there was needle and holder separate/spin out. The following information was provided by the initial reporter. The customer stated: "during blood collection the luer adapter broke off and was lodged in the end of the IV, which required pliers to remove it."

Manufacturer narrative:
Medical device expiration date: na. Investigation summary: no samples or complaint product photos were returned by the customer in support of this complaint. Lot number is unknown. The photos provided are of the medwatch form and do not show the defective product. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.